Event description:
The manufacturer received information alleging a battery not charging fault occurred on a trilogy evo iberia ventilator. There was no reported patient harm or injury. The device was not reported to be in patient use at the time of the event. The device was returned to a third-party service center; however, the evaluation has not yet begun. The manufacturer's investigation is ongoing. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
The manufacturer previously reported information received alleging a battery not charging fault occurred on a trilogy evo iberia ventilator. There was no reported patient harm or injury. The device was not reported to be in patient use at the time of the event. The device was returned to a third-party service center, and during the evaluation, errors evt_battery_not_charging_fault and evt_detach_batt_wake_volt_failed were discovered in the device's event log. The device was tested with a gold detachable battery because the unit was returned without one. The device was left running for 3 hours, and no alarm occurred. It is possible that the detachable battery used by the customer was faulty and required replacement. The evaluation conclusion was no defect found; however, it is possible that the detachable battery used by the customer was faulty and required replacement. Additionally, the device's air inlet foam filter requires replacement as part of preventive maintenance. The reported failure of the internal or detachable li-ion battery is not charging due to a hardware fault is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.